Manufacturer narrative:
Event date is approximate; the month and year are valid. Concomitant medical products: product ID: tm90p01, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that initially, the patient (pt) was having issues with the communicator and the representative said at their doctor's appointment last week that they were sending them a new communicator. Patient states they still haven't received anything. The patient (pt) stated that every time they try to communicate it "doesn't attach" and just says searching. The pt stated they knew it wasn't working because the therapy wasn't doing anything anymore. Patient services had pt communicate with handset/communicator and walked through the steps that the pt was previously taking. The pt walked through proper steps and then reported seeing por message on the screen. The pt stated they don't know when they first saw this screen. Patient services had the pt attempt to recharge the implant. The pt stated that after hooking up the recharger, the implanted battery was at 60% with an excellent connection and therapy was on. The pt reported that the  ins battery increased to 70% on the call and confirmed they had just charged last night. Patient services had the pt go back to the handset/communicator and after communicating again, the pt reported getting straight to home screen and was able to increase stim from 0.4v to 1.0v on program 7. The pt was goi ng to leave stimulation here and  monitor to see if symptoms improve. Patient services recommended pt follow up with doctor if they continue to have concerns about therapy. Patient services reviewed equipment seems to be working as intended and it's unclear at this time what had caused the por.